Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for blank display was performed. Customer advised they replaced the battery and were able to get the insulin pump to work. However, about six hours later the insulin pump went blank and gave a battery out limit alarm. Customer was advised a replacement battery cap would be sent out and to monitor the insulin pump.